Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal radius plate broke 6 weeks after implantation without any incident (i.e. Fall of the patient). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Manufacturing document reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the investigation reported the returned va-lcp volar rim distal radius plate 2.4 was broken, breakage occurred at the first distal plate hole in the shaft area. The investigations included to inspect the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The distal fracture surfaces (part a and b) of the implant were investigated by scanning electron microscopy (sem). The yellow anodized va-lcp is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium (ticp, grade 4). The dimensions of the investigated va-lcp were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the va-lcp in the area of the fracture site is 7.53 mm and the thickness is 2.32 mm. The macroscopic examination reported the va-lcp is weakly mechanically damaged on the upper side of the plate. When examining the distal fracture surfaces (part a and b) of the va-lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the va-lcp at the transition to the plate hole and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The va-lcp could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects

Event description:
Patient returned to surgery for revision surgery